Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. Factors that may contribute to suture separation include but are not limited to an interaction with patient anatomy or suture/link pulled until it breaks. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as (B)(6) 2025. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported as a general comment that there was strong resistance during plunger removal and the suture broke. No additional information was provided.